Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip-up fenestrated grasper instrument head dislocated from the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no missing parts fell into the patient. The head of the instrument was moving separately from the shaft, but the cables of the instrument kept it together. The customer did not have difficulty removing the instrument through the cannula; the instrument was removed easily. Before attempting to remove the instrument, the instrument jaws were not stuck in a closed position. There was no additional port made to remove the instrument and cannula together. The original cannula was not removed with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive tip-up fenestrated grasper instrument to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis was missing. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Probable root cause is typically attributed to use conditions. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.